Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. There was no impact to the customer's blood glucose level. The customer was able to turn the pump back on and resume insulin delivery.